Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. In 2008, the patient's device was reprogrammed with a 4th group. It worked well until this morning and then she used the bathroom every 15 minutes. When she turned up the stimulation to control her symptoms she would get too much discomfort. She tried to increase stimulation all the way up and did not feel anything. The patient felt a tugging sensation at the lead site. The patient was at home in fair condition. It was later reported that the patient turned her device off due to experiencing major problems three days later, that were device related. The healthcare provider confirmed that the neurostimulator's battery was low and not functioning. It was removed.